Event description:
It was reported via repair work order that the bed alarm wasn't functioning properly and the scale was inaccurate due to a faulty scale board and load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.